Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed a rash with blisters under the rear therapy electrodes on her back. Follow up indicated that the blisters popped and the patient's physician prescribed cortisone 10 gel. The patient indicated that the rash was not bothering her any longer.